Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette after ending their pd treatment. The patient reported receiving a supply bag lines are blocked, please check the supply bag lines alarm during dwell 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak was coming from the cassette. The patient did not see any fluid in or on the cycler. The patient was advised to keep the supply bags for arrangement for them to be picked up and returned for physical evaluation. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but stated that the patient set up with new supplies and was able to complete peritoneal dialysis treatment on the cycler. The pdrn confirmed that the patient is continuing peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The pdrn did not know if the cassette was available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown. Additional information was requested but has not been received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.